Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge and infusion set to address occlusion. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of "high," cause was unknown. Customer delivered a correction bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.